Event description:
The customer stated that the architect analyzer generated a suspected (B)(6) result on one patient. There were no actual results provided. The customer states that the patient has (B)(6) symptoms. The patient sample was tested in duplicate and has been sent out for western blot confirmation. There are no historical (B)(6) results from this patient. There was no additional patient information provided. There was no reported impact to patient management.

Manufacturer narrative:
(B)(6). (B)(4). A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 4j27 that has a similar product distributed in the us, list # 2p36.

Manufacturer narrative:
Suspect medical device #4 - catalog # from (B)(4) to (B)(4) and lot # from unknown to 22467li00. The customer's complaint for potential (B)(6) non-reactive results with the architect (B)(6) reagent, list number (B)(4), lot number 22467li00 was investigated. Review of complaints for lot 22467li00 determined that there is currently no complaint activity. A retained kit of architect (B)(6) reagent, lot number 22467li00, was used to evaluate clinical sensitivity. Sensitivity panels 1, 2 and (B)(6) go were tested in three replicates on one instrument and the results were within specifications. Panels are internal measurement standards used to test product performance prior to lot release. Since the (B)(6) sensitivity panels are used in this investigation as replacement of low running (B)(6) patient specimens the primary objective is to obtain a reactive result, which was successfully demonstrated with all three panels. In addition, two commercially available seroconversion panels (zeptometrix (B)(6) and (B)(6)) were tested on one instrument. The seroconversion panel results were compared to architect (B)(6) test results provided by zeptometrix. The reagent detected the same bleeds as reactive with comparable s/co values for the seroconversion panels. Based on these data it was shown that the sensitivity performance is not adversely affected. A review of the product labeling concluded that the issue is sufficiently addressed. A review of the lot history found no issues during manufacturing. All generated data demonstrated that the performance of the architect (B)(6) combo reagent lot 22467li00 is not compromised. Based on this data, the product is performing as intended and no product issues were identified.